Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was trying to start therapy and the arctic sun device was alerting 02 (low flow), flow rate was 0.9lpm, 1.2 lpm and then 0. Mss walked nurse through disconnect and reconnect holding nowhere near clear connectors. Mss had nurse to verify audible clicks with each connection and ensure all lines were straight. The flow rate was 1.1lpm and low air leak alert appeared. The system diagnostics showed outlet monitor temperature (t1) was 14.4c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 20c, chiller temperature (t4) was 10.5c, water flow rate was 3.0lpm, inlet pressure was -7psi, circulation pump command was 95 percentage, mixing pump command was 100 percentage, water reservoir level showed 3, system hours were 5816.1, pump hours were 5227.8 and flow rate stabilized at 3.0lpm. Mss explained that the device appeared to be ok at the moment, but circulation pump command was high which means the circulation pump was likely on its way out. If they got alerts again about the flow, they might need to change out the device. If no additional alerts received mss suggested, they have biomed to look over the device once patient therapy completed. As per the follow up information received via phone on 31may2022, it was stated that the patient finished therapy and there was no impact to the patient except that it took a while to reach the target temperature. Mss assisted the nurse by walking through the process. It was then determined that the machine needed to be serviced. Currently waiting for the machine to be sent to biomed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿misconnection of supply and return lines.¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy and the arctic sun device was alerting 02 (low flow), flow rate was 0.9lpm, 1.2 lpm and then 0. Mss walked nurse through disconnect and reconnect holding nowhere near clear connectors. Mss had nurse to verify audible clicks with each connection and ensure all lines were straight. The flow rate was 1.1lpm and low air leak alert appeared. The system diagnostics showed outlet monitor temperature (t1) was 14.4c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 20c, chiller temperature (t4) was 10.5c, water flow rate was 3.0lpm, inlet pressure was -7psi, circulation pump command was 95 percentage, mixing pump command was 100 percentage, water reservoir level showed 3, system hours were 5816.1, pump hours were 5227.8 and flow rate stabilized at 3.0lpm. Mss explained that the device appeared to be ok at the moment, but circulation pump command was high which means the circulation pump was likely on its way out. If they got alerts again about the flow, they might need to change out the device. If no additional alerts received mss suggested, they have biomed to look over the device once patient therapy completed. As per the follow up information received via phone on 31may2022, it was stated that the patient finished therapy and there was no impact to the patient except that it took a while to reach the target temperature. Mss assisted the nurse by walking through the process. It was then determined that the machine needed to be serviced. Currently waiting for the machine to be sent to biomed.